Manufacturer narrative:
Unit received with partial display. Unit received with a cracked lcd screen. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to cracked glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device¿s display is damaged report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.